Event description:
Medtronic received information regarding a navigation system being used during a functional endoscopic sinus surgery (fess) procedure. It was reported that a patient image appeared to have inverted colors. Troubleshooting was performed. Technical services (ts) had the site navigate to .xdefaults file to adjust several variables. The site updated file to the following: *truncatenegativectpixels: true *constantctpixeloffset: 1024 *resetpixelrange: false *maxctpixelvalue: 4095 the site saved the file, deleted the patient exam and rebooted the system. Upon reboot, the site loaded the exam and the exam was sa tisfactory for surgeon to continue procedure. Issue was resolved. There was no impact on patient outcome, and there was a less than one-hour delay to the procedure.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: product ID: 9733560, serial/lot #: (B)(6) h3, h6) no products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section e: updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.